Event description:
It was reported by the sales consultant that the nut to the synframe angled rod holder was missing when the part was opened up in the operating room before surgery started. There was another part on hand and the surgery proceeded as normal with no delay in surgery. There were no fragments or broken pieces to the device. There was no harm to the patient. This complaint has one device. This complaint involves 1 device. (B)(6).

Manufacturer narrative:
Service history review: serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 01november2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tightening piece was missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: it was reported by the sales consultant that the nut to the synframe angled rod holder was missing when the part was opened up in the operating room before surgery started. Per the technique guide, the synframe angled rod holder (387.343, 1516682) is intended to be used with the synframe access and retractor system. The synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. The synframe angled rod holder is specifically designed to attach to the operating table and help support the synframe assembly. The insulated table clamp and the angled rod holder are designed to insulate the system from the operating table, which is a configuration which is intended to be maintained through the procedure. The rod holder is inserted into the insulated table clamp and then used to secure an angled rod. The angled rods support connecting rods through a tube-to-tube clamp and connect to the holding ring. The holding ring is used to position and hold retractor blades. The returned holder was received with minimal superficial damage and no significant damage which could have contributed to the complaint condition. Although the portion of the holder which was received was found nearly intact, the sliding t-handle set screw was not attached to the holder. The returned holder was manufactured on 01november2006 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned device did not exhibit any indication of misuse or wear due to heavy usage. Based on the available information it is not possible to accurately determine the true root cause of the complaint condition. It was stated in the complaint description that the nut to the holder was missing when preparing the essential tools prior to surgery. It is possible that the missing screw was removed by the sterilization department, even though the sliding t-handle set screw is not required to be removed for sterilization purposes. If the set screw was removed from the holder, it is possible that it was subsequently lost while the device was in the possession of the sterilization department. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nut to the synframe angled rod holder was missing when the part was opened up in the operating room before surgery started. There was another part on hand and the surgery proceeded as normal with no delay in surgery. There were no fragments or broken pieces to the device. There was no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.